Event description:
It was reported that the customer went to the emergency room (ER) multiple times. The customer alleged the pump "stopped working." Reportedly, customer sustained 2nd degree burns; however no information was provided regarding how customer sustained burns, or the circumstances regarding the pump's involvement in customer sustaining burns. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.